Manufacturer narrative:
The report from the affiliate indicated that: the pt was undergoing a procedure to the pulmonary artery. The 4mmx2cm powerflex balloon catheter was advanced to the target artery with no problem. The device was intact when removed from the package, and had no kinks or cracks. The balloon would not inflate, however, and when it was pulled out, it was noted to have a pin-sized hole. The procedure was safely completed with the same indeflator, and a 5mm balloon. There were no complications or injury to the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon had pinhole.